Event description:
It is reported that the customer had high blood glucose levels of 150 mg/dl. The customer reported a motor error alarm from the insulin pump during priming. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted. The motor was tested outside of the device and passed the test. The device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.